Event description:
A customer contacted haemonetics on (B)(4) 2013 to report a mcs +8150 device with description "requesting machine checkout after unspecified donor issues post procedure problem yesterday. Problem reported was no plasma was returned during procedure and customer experienced weigher warning messages." During the process of a double red cell donation on a mobile bus, the generators were causing excess vibration. The device alarmed for the weigher arm being touched. No fluids were returned after two cycles of the procedure. The procedure continued and device did give procedure complete display with qc message which indicated plasma still in bag. All saline (500 ml) returned, no as3 seemed to transfer, and no plasma returned to the donor. Three hundred sixty ml of red cells were collected and 540 ml of plasma retained without return. The donor left the mobile collection site in good condition, but follow up information was obtained that the donor was experiencing weakness and fatigue and reported to a local emergency room. The donor underwent testing at the emergency room. Testing was completed to rule out myocardial infarction. A chest x-ray was taken and a urinalysis was completed. No results available, but the donor received one unit of saline indicating volume depletion. Additional follow up has the donor stating feeling "increasing better each day."

Manufacturer narrative:
A field service engineer evaluated the machine. The weigher issue was reproduced. The cpu board was replaced which resolved the issue. The engineer also replaced the centrifuge distribution card, chassis weldment, and distribution cable for display with new one for preventative measures. (B)(4).